Manufacturer narrative:
Eval summary: the handpiece was returned with a cracked nose cone. It was tested on a generator and gave error code 3. The handpiece was disassembled; a torn acoustic isolator and moisture ingress were found in the instrument. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.

Event description:
It was reported that during a cholecystectomy procedure, the device had a hand piece error. No further info is available. Another device was used to complete the procedure. There was no adverse consequences to the patient.